Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(4) 2014 to report the purely yours ultra breast pump she uses has low suction and she is unable to express breast milk effectively. Customer reports developing sore nipples because she used an incorrect flange size. Customer states developing mastitis which she sought medical treatment for. Customer was treated with a 10 day course of oral antibiotics and rented a multi-user breast pump to express her milk until she healed completely from the infection.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.